Event description:
Information received by medtronic indicated that the customer had a communication issue between the pump and transmitter. It was reported that when the transmitter and  the pump was not pairing.  Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The device will not be returned for analysis.